Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined the likely cause was failure of the maj-1430 cable.

Manufacturer narrative:
The suspect device was not returned to olympus therefore a definitive root cause cannot be determined.

Event description:
A user facility reported to olympus that the image on the screen "went black" during a colonoscopy procedure. There were no error codes generated. The procedure was completed using the same equipment and the reporter indicated there was no patient injury. The end user replaced a video cable and was able to obtain an image.